Event description:
A male underwent initial aaa procedure in 2007. One flex main body, three iliac leg grafts, and one main body extension (used in the iliac) were placed. Follow-up CT's indicated distal type I endoleaks on both sides. In 2008, the physician embolized the hypogastric artery on the pt's left side and placed an additional iliac leg graft to extend into the external iliac artery (see 1820334-2008-00304). On the pt's right side, two additional seal. A completion angiogram indicated that both endoleaks were resolved. Pt was fine and endoleaks resolved.

Manufacturer narrative:
Event evaluation: still under investigation.